Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2017. The revision surgery occurred because of reported patient pain. During the revision, the original omni 43mm od bipolar head and 22.225mm cocr head were removed and replaced with a 52x acetabular shell, a 32mm ID acetabular insert, and a 32mm cocr head.